Event description:
It was reported that a pin from the therapy cable broke off into the therapy cable connector assembly which could prohibit the device from delivering therapy. There were no reports of any pt involvement with the reported event.

Manufacturer narrative:
(B) (4). Follow up with the customer found that the therapy cable and therapy cable connector assemblies were replaced; however, the customer is still waiting on additional parts to complete the repair. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.